Event description:
It was reported that pump displayed incorrect time and date, and caller did not know why these settings were wrong. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received assistance updating pump time and date, was advised that incorrect date could affect data uploads and reports but not insulin delivery, and was instructed to monitor pump and follow up if time discrepancy greater than five minutes recurred, which customer understood and acknowledged.